Event description:
This is an email received from xxxxxx memorial and fellow involvement with their mso calls. It has to do with device malfunction reporting (leaking) of + vialmate adapters intended to permit admixture on demand. Submitting on their behalf. Manufacturer: auromedics I am waiting to hear back from them about their review of the product I sent back to them. Vial does not reach the bag appropriately when attached to a vialmate adapter. The nurse does their part to connect then the bag leaks slowly around the vial. Product: azithromycin 500 mg (ndc55150-174-10). + vialmate adapter lot: multiple lots known to be affected (plus reported to happen at another site with invanz vials from same manufacturer). (B)(6) submission ID 87516. Submitted date 08/07/2023.